Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No patient involvement reported.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: one cadd solis vip pump was returned for investigation in good condition. The customer reported product problem (cassette not attached properly alarm) was evidenced in the event history log (ehl): on (B)(6) 2020 11:52:03 am high alarm displayed: cassette not attached properly. The above alarm was not reproduced during testing. The fault was not found during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer reported product problem was therefore confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced as a preventative measure.